Manufacturer narrative:
The insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms when removing or reinserting the test battery noted. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked printed circuit board keypad connector during visual inspection. The insulin pump failed leak test from the cracked case behind the pump near the battery compartment. Replace battery alarm and power error alarm confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery and then alarmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at printed circuit board. The insulin pump was monitored and functioned properly. The insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.